Event description:
Reported due to retroperitoneal bleed requiring intervention. The physician reportedly knowingly attempted an arteriotomy closure above the external iliac artery using the starclose device after an interventional procedure. An angiogram was done with no disease reported in the common femoral artery. The pt's blood pressure dropped "quite a bit" within five (5) minutes after the attempted arteriotomy closure. Fluids and dopamine were given. The pt was sent to surgery for repair and was in the ICU at last report.